Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the instructions for use which say to contact olympus immediately if leakage is found as follows. Reprocessing manual leakage testing of the endoscope perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope had leaking at the distal end. The reported issue occurred during an internal inspection of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the air and water tube was clogged, and foreign objects were coming out of the distal end which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a crack in the plastic distal end cover, causing the insulation resistance value at the distal end to not meet the standard value. Additionally, it was observed that the plastic distal end cover had a chip. Upon further inspection, it was also observed that the air and water tube was clogged, and foreign objects were coming out of the distal end due to insufficient cleaning or mishandling of the scope. It was observed that the coating on the connecting tube was peeling. Lastly, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.